Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens in the patient's right eye (od) on (B)(6)2014. A refractive surprise was observed and patient experienced glares/halos. The lens was exchanged for a different power lens and this resolved the problem. The patient's post-op best-corrected visual acuity was 20/40.

Manufacturer narrative:
(B)(6). Evaluation codes method - (other): work order search results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).